Event description:
A user facility reported a defective intraocular lens (iol). The description stated that the lens would not insert properly. There has been no report of patient impact or injury associated with this event.